Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation and acute pain at her lead site. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.